Manufacturer narrative:
Block h6: problem code a07 captures the reportable event of device delivers energy intermittently. Problem code a050702 captures the reportable event of snare loop cutting issues. Block h10: investigation results a captivator ii-10mm round stiff snare was received for analysis. Visual inspection of the returned device revealed that it did not have any defective condition. Continuity test was performed and the device passed, indicating a proper connection. During functional inspection, the device was tested in the 10inch loop fixture and it was able to extend completely and retract without issues. No other issues were noted. The reported event of "device delivers energy intermittently" was not confirmed since the device passed the continuity test upon return. The reported event of "loop failure to cut" was not confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. No issues were identified on the device. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found no issues with the device during visual and continuity tests. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Block h11: blocks d7a and h8 have been updated based on the additional information received on august 11, 2021.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was to be used during a colonscopy with polypectomy procedure performed on (B)(6) 2021. During the procedure, the snare did not cut and coagulate well. Also, the captivator was tested with another erbe generator and it didn't work either. However, they reported that the captivator snare did not have difficulty connecting with the generator and the snare was securely attached to the active cord. No issues were noted with the cautery pin and upon opening the package. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was to be used during a colonoscopy with polypectomy procedure performed on (B)(6) 2021. During the procedure, the snare did not cut and coagulate well. Also, the captivator was tested with another erbe generator and it didn't work either. However, they reported that the captivator snare did not have difficulty connecting with the generator and the snare was securely attached to the active cord. No issues were noted with the cautery pin and upon opening the package. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.